Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during basal delivery and a power off alarm. The customer's blood glucose was 130 mg/dl at the time of incident. The customer stated that the insulin pump seemed to be fine after changing the reservoir. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump passed displacement test and self-test. The customer was assisted in performing manual prime and the alarm did not recur. The insulin pump will not be returned for analysis.